Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab inventory manager . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had an issue with the angio-seal device. There was no patient injury. Additional information was received on 03jun2025: a 6 fr. Sheath size was used. They tried to deploy the first angio-seal however there was no blood return, so they removed it and then tried a second angio-seal and again got only a drip or two return. At that point they used fluoro to ensure it was plenty deep enough to deploy as they had to use an angio-seal on this patient (pt) because of her body habits (the patient was too big to manually compress her groin adequately). After deploying the angio-seal it fell out after they deployed it. The foot plate and collagen plug along with blood gushing out. They then tried holding, pressing for two hours after without success. A covered stent was used to rectify the problem.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed since a covered stent was implanted to achieve hemostasis. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).